Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had chest pain and the customer took some nitroglycerine pills. The customer went to the emergency room (ER) and underwent testing. The customer's blood glucose (bg) level was 136 mg/dl and the medical staff stated that the chest pains were due to the bg level. The customer left the ER and was feeling better.